Event description:
During preventative maintenance testing at the user facility, the pump did not sound an audible alarm tone while on the low volume setting. There were no reports of any adverse events while the device was in clinical use.